Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the battery gauge was fluctuating. A replacement pump was sent to resolve the issue. Additionally, it was reported that the insulin gauge was inaccurate and static. The customer continued to use the existing cartridge. There was no adverse impact to customer's blood glucose level.